Manufacturer narrative:
Pump passed all functional testing, including idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. Pump had no missing segments and or partial display, blank display or prime anomaly noted. No cosmetic damage noted. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had missing segments on the display. The customer's blood glucose level at the time was 544 mg/dl. The customer's most current level was 394 mg/dl. The customer declined to troubleshoot for the highs. The customer attributes the highs to infusion set due to being fine after having changed it. The customer was advised the pump would be replaced and returned for analysis.